Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/13/2016 with the following findings: a review of the pump¿s black box revealed multiple unexpected pump reboots. The battery compartment was found to be cracked. The battery cap was unable to secure to the pump due to stripped threads. A test cap was used. The battery cap width was not within specification. The battery compartment threads were stripped as well. There was visible moisture damage found in the battery compartment. A leak test failed due to a battery compartment leak. The power complaint was duplicated due to the damaged battery cap and moisture damage. The pump was opened and there was no further moisture damage found. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging power (intermittent power) issue. The customer stated that the pump emitted a cs 069 service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.